Manufacturer narrative:
D4 primary UDI number: no UDI available as device was manufactured prior to UDI compliance date. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in battery fails to hold charge. There was no patient involvement.